Event description:
The customer reported that during a t+a case, the doctor was using the pencil and replaced the tip. When testing before use on the patient, the pencil tip sparked then caught on fire. No injury to staff or patient.

Manufacturer narrative:
Date of initial report: 01/20/2009. The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.